Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged the head of the bed is stuck in the up position. The CPR function will lower the head section but it runs back up unintentionally. The account has isolated the issue to the right siderail.